Event description:
It was reported that the right ventricular (rv) lead had dislodged, confirmed via a review of the chest x-ray. No electrical anomalies were detected. During the revision, the helix would not retract. The rv lead was explanted and replaced. The patient was in stable condition with no adverse events.